Manufacturer narrative:
Related MFR numbers # 2916596-2023-03750 and # 2916596-2023-01619. Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed the reported driveline fault alarms; however, a direct cause for the reported alarms could not be conclusively determined through this evaluation. Based on previous experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these log file findings could be indicative of a potential driveline issue. The submitted log file contained events and data from (B)(6) 2023. The log file recorded a silenced driveline fault alarm, consistent with phase 2, which is redundantly supported by the black and brown wires. The log file appeared to show the system operating as intended at the fixed speed. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on ventricular assist device (vad) support. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, as well as the appropriate actions associated with them. The hmii lvas IFU contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU states that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for sudden pi changes include sudden changes in the patient's volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Patient handbook document is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines system controller alarms, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files were sent for analysis for a patient with a known driveline fault alarm. The log file captured the known driveline fault alarms where phases 1 and 3 appeared to be normal. However, phase 2 had an ongoing issue.